Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected motor related error alarm or insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed errors. The customer blood glucose level was 158mg/dl at the time of the incident. Customer was able to clear the alarm but did not able to rewind the pump. Customer also receive insulin flow block alarm and unable to troubleshoot at the time of call. Customer reports alarm did not occur during fill tubing and unable to determine the cause of the issue. The device will be returned for analysis.